Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial impactor broke. The surgical technique was utilized; there was no surgical delay. Attempts have been made and no further information has been provided.